Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing erratic pulsatility index (pi) values with pi events. The patient's myocardial volume oxygen (mv02) was in the 40s. A transesophageal echocardiogram (tee) showed moderate dysfunction of the patient's right ventricle (rv), and right heart catheterization (rhc) revealed right ventricular failure. The patient was administered milrinone and a lasix drip. It was additionally reported, per the vad coordinator, that the patient's right ventricular dysfunction likely related to surgery and post vad. The patient continued to have pi events, but they have decreased in number. The patient was discharged home and was doing well.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, the reported pusatility index (pi) events could not be confirmed as no log files were submitted for evaluation. A specific cause for the reported pi events could not be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the hm3 IFU notes that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 04oct2020. No further information was provided. The manufacturer is closing the file on this event.